Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry mouth, headaches, dry throat, coughing, and upper respiratory issues. The patient also states the device/power cord caught fire. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. A gfe was requested to obtain additional information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.